Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil could not be detached with multiple attempts. Upon withdrawal, the coil detached. A portion of the coil was reported remaining in the parent artery. No attempts were made to retrieve the coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned for analysis. Examination revealed the delivery pusher had evidence of thermal detachment. The coil detachment element likely became weakened when initial detachment was attempted. When the coil was being removed from the catheter, detachment occurred. (B)(4).